Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and another similar complaint was found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -10.5 diopter, in her left eye (os) on (B)(6) 2011. The patient reported lost vision due to the development of a cataract and the lens was removed. Cataract surgery was performed. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information received. The facility reported the lens was explanted on (B)(6) 2015. The reporter indicated the cataract was a cortical central and the event was not device related. An iol was implanted and the patient's prognosis is good. (B)(4).